Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
A physician reported that the lathing processes for amo's cryolathed lenses appear to be less stringent lately. An increase was noticed in prominence of the inter-eschelette lathe marks to the point they cause dramatic colored interference patterns. These changes have not affected vision; it is a very real issue minimizing the quality. In the case of an intraocular lens that is purported to benefit from chromatic aberration control, these interference patterns will significantly weaken the strength.

Manufacturer narrative:
Device evaluation: an intraocular lens was not returned therefore, an investigation was not possible. The complaint is about the perception with respect to the phenomena of lathe lines. The complaint is not related to a specific serial number or product model. The customer's reported complaint could not be confirmed. Manufacturing record review: a review of the manufacturing records was not possible as no product model and/or serial number was provided. Labeling review: the directions for use (dfu) for the multifocal lenses were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Additional considerations: each 1-piece acrylic iol is individually cryo-lathed, machining lines may be present on iols. Machining lines are defined as lathe turning marks that are partially removed during the tumble polishing process. At final inspection all lenses are inspected using standardized lighting conditions to determine the presence of surface anomalies. Subsequent to the visual inspection the image quality of the iol is tested. An evaluation of concentric ring pattern surface phenomenon has been executed in which a concentric ring pattern is seen on the lens optic surface. The study demonstrated comparable optical performance to that of reference lenses not showing the surface appearance phenomenon. All pertinent information available to abbott medical optics has been submitted.